Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure in drawer 2.1 the customer stated that this malfunction occurred while dispensing medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 had a cubie failure. A field service engineer guided the pharmacy technician through how to load and remove medications. The system functioned as intended after the field service engineer troubleshot the device.